Event description:
The following was reported to cardinal healthcare by their end user: attempted to obtain bone marrow biopsy with jamshidi bone marrow biopsy needle while patient was in the operating room under general anesthesia. Inserted needle into the patient's left posterior iliac crest with normal pressure. The needle handle then separated from the needle (immediately) leaving the needle in place in the patient. The needle was carefully and safely removed from the patient. The biopsy needed to be repeated with a new needle due to the needle breakage and inability to proceed with the first biopsy. There was no patient injury. On (B)(6) 2013, the customer ((B)(6)) provided the following additional information: there was no defect noted or reported of the needle prior to patient use. The needle did not break in half, for example. Only the handle broke off the needle. Eight unused, unopened samples from the same lot number are available for evaluation.

Manufacturer narrative:
(B)(4). Unused, unopened samples from the same lot number have been received from the customer for evaluation. Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: seven (7) unopened samples and one (1) opened sample, for a total of eight (8) samples were submitted for evaluation. All samples are from lot number 0000532919. Examination of the opened sample noted incomplete soldering around the cannula/needle hub joint. Examination of the remaining unopened samples did not note any manufacturing defect or malfunction that may lead to the reported condition. A review of applicable manufacturing procedures identified specific manufacturing steps that may have contributed to the reported condition. The contribution of these manufacturing steps will be evaluated by the manufacturing value stream. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material history files and components used during the manufacture of the lot involved. A review of complaint data did not identify any trend with this or similar failures. Based on the complaint review, this complaint is classified as an isolated event. Based on the investigation results, the root cause for the broken jamshidi needle handle was identified as a defective part inadvertently overlooked during final inspection. All applicable manufacturing and quality personnel will receive remedial training on the applicable procedures and techniques for product final inspection and proper segregation. In addition, the manufacturing plant will continue to monitor this issue to identify the need for any further actions.